Event description:
Patient reported obtaining blood glucose results of 169 mg/dl, 90 mg/dl, and 106 mg/dl, within 5 minutes, when testing on the nano system. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has, or intends to, report the event to FDA.